Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.